Manufacturer narrative:
The pod was received for evaluation fully deployed with the expected number of pulses during priming. The investigation found no timeouts or drive stalls in the pod data. There was no damage to the environmental seal and bottom housing, and no damage or deficiencies with the needle mechanism observed that could have resulted in a needle mechanism failure. The needle mechanism was manually reset to a non-deployed state and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. Despite no damage being found, the exact timing of the cannula deployment could not be determined. The cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle deployed early. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s father reported that during the activation of the pod, the cannula deployed early prior to placement, indicating a needle mechanism failure.